Manufacturer narrative:
Device received with cracked battery tube threads noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was 223 mg/dl. Customer stated that the insulin pump was crack near battery area. The device will not be returned for analysis.